Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had an issue with recharging. There were coupling and or communication issues. The pt had lost stim. An ins overdischarge was suspected. Follow up info noted that the pt had an scs (spinal cord stimulation) revision on (B)(6) (not further specified). As far as this rptr knew, the pt experienced none of the above issues. The pt was seen by the manufacturer's representative on (B)(6) 2011; everything was fine with her stimulation, programmer and recharger. The pt conveyed no issues. Everything was good with the pt.